Event description:
A technical services call report was received indicating there was an un-viewable transmission. The clinic was contacted accordingly and a message was left at the clinic to contact the patient regarding the failed transmission. The message to the clinic noted the patient should be able to successfully transmit again; however, this will result in a gap in data. A return call was received from the clinic two day later and it was noted the patient had passed away over the weekend, which was the same day of the event. Additional information revealed the transmission was a care alert. Attempts to obtain the cause of death were made; however, these attempts were unsuccessful as such information was not available.

Manufacturer narrative:
The initial reported event was received on (B)(4) 2011. Of note, the reportable malfunction is normally submitted via a bimonthly medwatch report submission that should have been submitted on (B)(4) 2011. Information was subsequently received on (B)(4) 2011 and revealed the patient had died. As there is new information that reasonably suggests the device has or may have caused or contributed to a death this event no longer qualifies for bimonthly reporting and is therefore being submitted as a 30-day report. Analysis of the causal relationship between the death and the event is in progress and will be forwarded when available. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
Further review prompted a change in the device analysis results. The change is reflected in this report. The initial reported event was received on (B)(4) 2011. Of note, the reportable malfunction is normally submitted via a bimonthly medwatch report submission that should have been submitted on (B)(4) 2011. Information was subsequently received on (B)(4) 2011 and revealed the patient had died. As there is new information that reasonably suggests the device has or may have caused or contributed to a death this event no longer qualifies for bimonthly reporting and is therefore being submitted as a 30-day report. Analysis of the causal relationship between the death and the event is in progress and will be forwarded when available. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
A technical services call report was received indicating there was an un-viewable transmission. The clinic was contacted accordingly and a message was left at the clinic to contact the patient regarding the failed transmission. The message to the clinic noted the patient should be able to successfully transmit again; however, this will result in a gap in data. A return call was received from the clinic two day later and it was noted the patient had passed away over the weekend, which was the same day of the event. Additional information revealed the transmission was a care alert. Attempts to obtain the cause of death were made; however, these attempts were unsuccessful event noted. However, follow-up discussion was made with the carelink product support engineer regarding the failed transmission and the following information was noted the failed transmission due to non- sustained tachycardia (nst) in progress is as follows: if the carelink network attempts to decode a file from the interrogation of the device with a nst episode in progress the file cannot be processed by the network and the transmission will fail. Consequently if the episode contained a care alert the transmission would not be able to be processed and the original care alert would be found only at the next programmer interrogation. In this case tech services were notified who notified the clinic, who notified the patient (family). However the patient had died by the time the clinic called and before the patient could resend via a manual transmission or come in for an interrogation. Further review of this event noted it was verified that a nst was in progress at the time of interrogate and the care alert was for the number of shocks in a day. It was noted that the said alert did not contribute to the adverse event outcome. Alert triggered based on criteria: ¿number of shocks deliver in an episode¿ and this alert is informational and not proactive in prevention. Considering the above-noted additional information, the MDR decision as changed from death to not reportable. The malfunction involves failure of the device to perform its essential function, however, it is unlikely to cause or contribute to a patient death or serious injury. This complaint for this product (carelink application) was inadvertently submitted under the medical device reporting regulations. Consequently, this correction redaction report is being submitted accordingly.